Event description:
The cytology lab received at least two pelvic wash specimens in which there is abundant mucoid/lubricant material. When the cellblocks were made in the lab from the specimens and mucicarmine stain was performed, the material stained positive. For this particular patient, she had a mucinous tumor of the appendix, so this material was interpreted as acellular mucin and documented in the pathology report. For another patient, the pelvic wash also showed this mucoid/lubricant material, but the surgical pathology did not show a mucinous tumor (it was a serous cystadenoma), so the material was interpreted as contaminant. Because of these cases, the cytology lab requested that the operating room staff send warm saline in plain jars and in their collection bags, which are a somewhat newer product. The pathology lab processed the saline specimens in two ways, immediately and after letting it sit overnight in the jar or bag. Both bag specimens showed mucoid/lubricant material. The bag specimen that sat overnight had particularly abundant mucoid/lubricant material. Pathology reported these findings to the operating room. Due to these findings, the operating room leadership sent out a practice alert asking operating room staff to discontinue use of the collection bags. Manufacturer response for suction canister, serres (per site reporter): serres was made aware of the situation.